Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material remained due to the reprocessing not being able to be conducted properly due to water leakage from the device, which led to the foreign material not being eliminated; however, a definitive root cause could not be established. Based on the results of the investigation, it is likely that the cracked distal end occurred due to physical stress by hitting/dropping the distal end, and/or chemical stress by chemical solution used, etc. However, a definitive root cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and/or prevented by following the instructions for use which state: -detection methods: evis exera ii tjf type q180v operation manual, chapter 3 "preparation and inspection". Prevention measures: evis exera ii tjf type q180v reprocessing manual, 5.4 "manually cleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air/water cylinder, air/water tube and distal end. In addition, the distal end had a crack. There were no reports of patient involvement.